Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. A DHR review was conducted with no discrepancies noted. Note: the covid-19 pandemic caused a disruption in normal business activities, resulting in late submission of this report.

Event description:
In this event it was reported that a waveone gold prime file broke during use. The broken part is in the tooth and incorporated into the filling.